Event description:
A medtronic sales rep reported for the hospital that recently they had 2 cases during spinal surgery where green string (locator string) pulled off of the pattie. In one instance, the doctor x-rayed the patient's back during closing, looking for pattie, and the 1/2" x 1/2" pattie did not show up. No patient injury reported; patient is fine.

Manufacturer narrative:
The device history records were reviewed, found that this lot of pattie and string material had no conformance issues during incoming inspection. Found no conformance issues with the in-process pull testing done on the locator string. Post-sterilization testing data was reviewed and found no issues with the pull test. No anomalies found on this product and lot. The nine sterile unopened pattie samples returned by the hospital were evaluated, and all met the specification pull requirement of 1.04 lbs minimum. Per product information and instructions, the locator string is for identification purposes only, and not for removing the pattie from the wound. This report shall not be construed as an admission by medtronic xomed that the product(s) herein are or were defective or dangerous in any respect or that any casual relationship exists between these products and any actual or potential injury. In addition, the submission of a report by medtronic xomed shall not be construed as an admission that a reportable event has, in fact. Occurred.